Event description:
The customer's mother called to report that the customer was admitted in the emergency room for high bgs. The mother stated that their bgs were fine during the day. It was stated that the dinner bolus was in the bolus history for the right amount. The bgs read high on the customer's meter. The customer was on back up plan at the time of call. Troubleshooting was performed. The pump passed the functional testing.